Event description:
Customer reported at 8 am, passing out. Customer's niece called 911. Paramedics device = 45 mg/dl. Customer was given a glucose IV. No controls were used. A request was made for return product and replacement product was sent.